Manufacturer narrative:
Method: the actual product involved with the incident reported will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available from the same finished goods lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the manufacturing of the lot reviewed. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. Reference: complaint #(B)(4) (ethicon's complaint #(B)(4)). Item #sxmd1b105 stratafix spiral pga-pcl knotless tissue control device. Ps- 2 3-0 monoderm 30cm, lot mdgt330.

Event description:
It was reported that: "during an unknown procedure, suture lot number mdgt330: the needle was broken. There were no patient consequence reported." Ref pr complaint #(B)(4).